Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7051329.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) procedure wherein all device components were removed due to an unknown reason. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.